Event description:
Customer reported issue with the v series monitor which may have affected spo2 monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the unit. Corrections included replacements of the communication board. Unit was calibrated and safety tested to factory specifications.